Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm. Unresolved after multiple troubleshooting attempts. Per reporter the residual volume was 63.1 ml, rate 2.2 ml, given 36.95 ml. Air bubbles noted. Green flow stop noted. No adverse patient effects were reported. Per reporter no additional information is available at this time.